Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The pt underwent implantation of a rayner toric iol in 2012 and in (B)(6) 2013, returned to surgery to undergo descemet's stripping automated endothelial keratoplasty (dsaek) for pseudophakic bullous keratopathy. The healthcare professional reports that 3 months post dsaek surgery, the pt developed opacification of the iol.

Manufacturer narrative:
The ref (B)(4) has been allocated to this case by rayner intraocular lenses limited. The healthcare professional has stated that it is her intention to perform an iol exchange procedure. The return of the lens for analysis has been requested by rayner intraocular lenses limited. In order to fully investigate the reported development of iol opacification, add'l info has been requested from the reporting healthcare professional. The healthcare professional has been asked to provide info on the iol implantation and dsaek procedures, a list of substances administered during iol implantation and dsaek surgery that may have come into contact with the iol and any relevant pt medical history and if applicable, concomitant medications. To date, no info other than that provided has been provided to rayner. Without the ability to examine the device and without clear event details being provided, a root cause is extremely difficult to ascertain. Any add'l info received by rayner and the results of any investigation actions carried out after this time will be provided in a f/u report.